Event description:
The customer reported that the central station did not generate an audible alarm on (B)(6) 2023 for the unit 7 north. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips field service engineer (fse) spoke with the customer and advised the customer to troubleshoot of the issue with their biomed. The customer confirmed they resolved the issue, and the device is now working as intended. We are unable to confirm the cause of the issue because the customer has not provided additional information requested. If additional information is received the complaint file will be reopened.